Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on a blue screen. The technical support specialist (tss) determined device was frozen and a hard reboot was performed to restore functionality. The tss dialed in and confirmed that no immediate intervention was needed on our end. The last instance of a crash/reboot occurred in july 2023, so this was not a common occurrence requiring immediate attention. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on blue screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.